Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that the tines of six evos small t8 fixed handle linear driver are rounded off. No case involved.

Manufacturer narrative:
The information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that the device's malfunction was material deformation (the tines are rounded off), which has not caused or contributed to death or serious injury, and has not necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, and could not cause such harm if the failure were to recur in future. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal complaint reference number: (B)(4) the information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that the device's malfunction was material deformation (the tines are rounded off), which has not caused or contributed to death or serious injury, and has not necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, and could not cause such harm if the failure were to recur in future. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal complaint reference number: (B)(4).